Event description:
It was reported that the customer experienced sensor error and lost sensor alarms. The customer's blood glucose was 277 mg/dl. The lost sensor and sensor error alerts occurred during initialization. Troubleshooting was performed for both alarms. It was found that the sensor was kinked. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
.